Event description:
During bone marrow aspirate concentrate (bmac) procedure on left side a drill guide broke. A piece of it was retained in the greater trochanter and femoral head. Doctor made the decision to leave the drill guide in the patient.